Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The insulin pump wa received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched lcd window and cracked battery tube threads. Analysis was unable to verify excessive no delivery alarm and unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.